Event description:
The reporter stated, that the two units broke off at the top port and one unit broke off at the filter. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An additional report will be submitted as soon as the investigation is complete.